Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric bypass laparoscopic procedure, the surgeon was able to press the green button but unable to squeeze the handle and the device did not fire. Another reload was used to complete the procedure. There was no patient injury.